Event description:
Nurse for a continuous wave (cw) procedure and plugged in a g-probe delivery device; the procedure was intended to be performed in micropulse mode. The physician accepted the g-probe from the nurse and treated the patients. The cyclo g6 console settings were: 2000mw / 2000ms / 250 interval. The physician did notice a difference in delivery device (mp3 probe compared to a g-probe) and decided to proceed with the procedure. While the treating physician was sweeping the superior aspect of the eye, in continuous wave mode, he began to see conjunctival shrinkage and scleral burns occur. He treated for a duration of 50 seconds total over many spots despite noting complications continued to treat the inferior aspect of the eye in the same manner. After the procedure was completed, and the physician questioned the nurse and realized the delivery devices were used in error. At follow-up on (B)(6) 2018, patient was doing well had an intra-ocular pressure (iop) of 14mmhg and a large sub-conjunctival hemorrhage present at examination in the superior aspect. The treating physician was unable to visualize the sclera. The inferior aspect of the eye was within normal limits. The patient had a fair amount of anterior chamber cell and flare and the patient's steroid drops were increased. At follow-up in (B)(6) the patient showed improvement, the visual acuity went from 20/400 to 20/200 and iop went from 50 to 22. There are no indications the devices did not function as expected. The device history record for the cyclo g6 console was reviewed and there were no anomalies found. Iridex does not expect to receive the devices back for evaluation; in the event the devices are returned this report will be updated.